Event description:
After dilating the cervix, the physician inserted hysterscope to begin polypectomy and noticed perforation of uterus. Aborted procedure. Pt observed several hours before discharge to home.